Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-sustained rv oversensing episode when interrogating the patient's device was reviewed. Intermittent undersensing and latency of a premature ventricular contraction (pvc) were noted. Programming changes were suggested,

Event description:
New information notes there was a change to the patient¿s programming but there was no change to the vector at that time. The patient condition was stable.